Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported a scratched intraocular lens (iol) with patient contact. The iol was partially delivered into the right eye and removed due to the scratch. The procedure was completed successfully using a back-up iol. There was no incision enlargement, suture, or vitrectomy performed. No other medical or surgical intervention was required. The patient was doing well when discharged. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: product testing could not be performed since the product was not returned for evaluation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.